Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,30mm (30g) x 8mm u-40 10x10count the scale markings were misaligned. There was no report of patient impact. The following information was provided by the initial reporter: I purchased 100 syringes (lot 1347543 y ) as my cat need insulin injection I realized when I first used the syringes from that lot, the red markers were slightly tilted down compare to the ones from the previous lot.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,30mm (30g) x 8mm u-40 10x10count the scale markings were misaligned. There was no report of patient impact. The following information was provided by the initial reporter: I purchased 100 syringes (lot 1347543 y ) as my cat need insulin injection I realized when I first used the syringes from that lot, the red markers were slightly tilted down compare to the ones from the previous lot.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of bd insulin syringes were provided. The customer reported that the red markers were slightly tilted down. The photos were examined, and it was observed that the syringe in the first photo exhibited scale markings that appeared slightly deformed ¿ the lines were not exactly perpendicular to the barrel. The samples could not be tested for scale marking placement as the physical samples were not available for investigation. A review of the device history record was completed for batch# 1347543. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received (scale markings disfigured). A definitive root cause cannot be determined.